Manufacturer narrative:
On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/40 and uncorrected visual acuity (ucva) was 20/40. The lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic bent/deformed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+1.5/154 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6)2016, the lens was exchanged with a shorter lens due to excessive vault, discomfort, and significant reduction of irido-corneal angles. The lens exchange resolved the problem. As of the date of this submission, the lens has not yet been returned for evaluation.